Manufacturer narrative:
UDI: (B)(4). Investigation summary: according with the information provided, it was received an extra device which is not reported in this complaint. The latarjet cc step drill 3.2mm was received and evaluated. Visual observations reveals that the device has some marks of wear and use as usual on these type of reusable devices. The device does not show any structural anomalies on the shaft. On magnification at the drill bit, it was observed that the edges are dull. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the constant and rough use. Since this is a reusable device, the constant manipulation between surgeries, the repeated drilling and sterilization process can lead in drill bit degradation, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that the latarjet cc step drill 3.2mm device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the edges on the device were dull under magnification. There was no procedure nor patient involvement reported. No additional information was provided.